Event description:
A malfunction on the pump was reported, but no notable events occurred prior to it. There was no adverse impact on the customer's blood glucose level as it remained below 500 mg/dl (27.7 mmol/l). Technical support provided the customer with pump reset information and assisted in resetting the pump, and the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if any issues reoccurred, which the customer acknowledged and understood.